Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant placed an impella 5.5 to support a coronary artery bypass graft patient. When the support was ongoing and on day 2, the pump was being repositioned and the team in error unplugged the impella 5.5 to relieve the cord torque and in doing this the pump stopped and could not be restarted. The pump was removed and replaced without any noted harm or injury. The patient was noted to be stable.

Manufacturer narrative:
The investigation of pump stop and positioning issues has been completed. Pump stop: product investigation showed no actual pump stop relative failure as device was not able to be recognized on console. Data logs were reviewed and no true pump stop event was found. One event of pump stop alarm was triggered at end but was noted with relative to pump being disconnected while running. Clinical reported patient returned to the or for repositioning of the impella and during the repositioning they unplugged the impella 5.5 to remove torque and the pump stopped. The root cause of pump stop was use issue as the team in error unplugged the 5.5 to relieve the cord torque and led to pump stop and could not be restarted. Positioning issue: clinical reported patient returned to the or for repositioning of the impella and during the repositioning they unplugged the impella 5.5 to remove torque and the pump stopped. Unknown why or what lead the pump to be repositioned. The root cause of the positioning issue was not determined due to insufficient clinical details. Pump not detected: visual inspection revealed no biomaterial or other foreign material inside pump cannula. The electrical resistance test showed no open lines or abnormalities. Pump was connected to console but the pump sn was not recognized by the console with no sn displayed on screen. No noted alarms on screen but pump p-level change keypress button was disabled for selection as pump was not recognized. Blood in red handle was observed during visual inspection on catheter side. Puncture hole marks close to 30 cm marking was found. No other physical abnormalities were found. The root cause of the pump not detected issue was blood ingress due to a hole in the catheter resulting from improper use. Product damage(hole in catheter): the root cause of the product damage(hole in catheter) issue was use related due to puncture hole impression observed on catheter which likely occurred during support. D9 device returned to manufacturer date added g1 manufacturing site address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30166.